Manufacturer narrative:
Previously reported g4 should have been 4/7/21 rather than 4/14/21.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular lead had a high pacing impedance. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.